Event description:
On (B)(6) 2010, the pt reported his insulin infusion headset is not properly adhering to his body. He stated he inserted the headset today. He said he inserted the headset at an angle and was advised it should be inserted at a 90 degree angle. The pt was advised to use a transparent dressing. A courtesy infusion set insertion device was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.